Manufacturer narrative:
(B)(4). Additional information: the device was manufactured in june, 2008. The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection revealed that the device already exceeded its expected working life. The sample was manufactured in 06/2008 and has an expected working life of 5 years. This device has been in use for almost 8 years. The reported condition was verified. The cause was natural deterioration. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an easy spray pressure regulator showed higher pressure ratings than what is expected. It was estimated that the device showed above a four on the gage and was at about 58-59 psi. There was no patient involvement. No additional information is available.